Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and failed due to lcd damage. Receiver charge test was performed and passed. Receiver boot test was performed and failed. The receiver log was downloaded and reviewed finding that data does not reflect on incident date (B)(6) 2023. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.